Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-03672 and 03673. The pt rec'd 2 scs leads (off-label use) with different lot numbers. It was reported the pt is not receiving effective stimulation. A sjm rep was unable to resolve the issue with reprogramming. X-rays showed the leads have migrated. The physician and pt determined that no revision would take place. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.